Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/27/2020. Additional information: a manufacturing record evaluation was performed for the finished device al5509 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a rhinoplasty procedure on (B)(6) 2019 and suture was used. During the procedure, when the specialist went to take the suture, the thread is split in two. The procedure was delayed for 2 minutes. Another suture was used to complete the procedure. There were no adverse patient consequences reported.